Manufacturer narrative:
Concomitant medical products: gore® dryseal flex introducer sheath, dsf2465, sn (B)(4), gore® tag® conformable thoracic stent graft with active control system, tgm262110, sn (B)(4), gore® tag® conformable thoracic stent graft with active control system, tgmr312610, sn (B)(4), gore® tag® conformable thoracic stent graft with active control system, tgm373710, (B)(4), gore® tag® conformable thoracic stent graft with active control system, tgmr404010, (B)(4). Device remains implanted and not available for evaluation. A review of the manufacturing records indicated the lot(s) met all pre-release specifications. The cause of the type iii endoleak is currently unknown. Correspondingly, multiple a codes have been provided. Additional information, if available, will be provided with the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on (B)(6) 2022, a patient was treated for a thoracic pathology with a gore® tag® conformable thoracic stent graft. On september 23, 2022, the patient underwent a surgical reintervention to reline the endoprostheses to treat a type iii endoleak. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records indicated the lot(s) met all pre-release specifications. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak.

Event description:
It was reported that on (B)(6) 2022, a patient presenting with a thoracic aneurysm was treated with a gore® tag® conformable thoracic stent graft with active control system. Following the procedure, a type iii endoleak was detected. The device overlap reportedly disconnected. The physician believes the patient's torturous aortic anatomy contributed to the event. On (B)(6) 2022, the patient underwent a surgical reintervention to reline the endoprostheses to treat the type iii endoleak. The patient tolerated the procedure. Patient imaging is not available.

Manufacturer narrative:
'Health effect - clinical code' corrected from 'e0501 aneurysm' to 'e2121 endoleaks' due to reported patient history.

Manufacturer narrative:
D10: it is unknown which devices disconnected. The below devices were also implanted in the patient: gore® tag® conformable thoracic stent graft tgm262110e: lot 25180027; gore® tag® conformable thoracic stent graft tgmr312610e: lot 23869013; gore® tag® conformable thoracic stent graft tgmr373710e: lot 24462209; gore® tag® conformable thoracic stent graft tgmr404010e: lot 23543151.